Event description:
Event [preferred term] (related symptoms if any separated by commas) elevated ketones [blood ketone body increased], novopen echo plus not injecting insulin properly [device delivery system issue], hyperglycaemia [hyperglycaemia]. Case description: this serious spontaneous case from france was reported by a pharmacist as "elevated ketones(blood ketone body increased)" with an unspecified onset date, "novopen echo plus not injecting insulin properly(device delivery system issue)" with an unspecified onset date, "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, and concerned a 83 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index were not reported. Current condition: diabetes (type and duration not reported), heart condition (duration not reported) concomitant products included - fiasp (insulin aspart), tresiba (insulin degludec), needle, unspecified(needle), bisoprolol. On an unspecified date, patient experienced issue with novopen echo plus, unable to administer the treatment (novopen echo plus not injecting insulin properly) on an unspecified date, patient went to pharmacy in the afternoon, blood glucose level (blood glucose) was 430 (unit not reported) and ketone (blood ketone body) was 1.1 (unit not reported) around 4 p.m. Patient injected 4 units of insulin and, after 20 minutes, blood glucose (blood glucose) decreased to 350(unit not reported) but then plateaued. Patient injected an additional 2 units. During the night, blood glucose(blood glucose) rose again to 350 (unit not reported) and ketones (blood ketone body) increased to 3 (unit not reported). Patient reported pain on the side of the abdomen. On an unspecified date, patient went to the emergency department, where insulin was administered, which helped lower the values. Patient received new novopen echo plus devices, but out of 15 attempts, only 3 were successful, despite changing needles and cartridges. Both pharmacist and patient remain concerned, as the device seems to alternate between normal functioning and malfunctions without an identifiable cause. Batch numbers: novopen echo plus: nvgct60 . Action taken to novopen echo plus was reported as unknown. The outcome for the event "elevated ketones (blood ketone body increased)" was unknown. The outcome for the event "novopen echo plus not injecting insulin properly (device delivery system issue)" was unknown. The outcome for the event "hyperglycaemia(hyperglycaemia)" was unknown. Reporter's causality (novopen echo plus) - elevated ketones(blood ketone body increased) : unknown . Novopen echo plus not injecting insulin properly(device delivery system issue) : unknown . Hyperglycaemia(hyperglycaemia) : unknown. Company's causality (novopen echo plus) - elevated ketones(blood ketone body increased) : possible . Novopen echo plus not injecting insulin properly(device delivery system issue) : possible hyperglycaemia(hyperglycaemia) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigational results: name: novopen echo plus rouge. Batch number: nvgct60 . The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: -investigation results updated. -device tab: is non reportable and malfunction fields updated to no. -EU/ca tab: expected date of follow up removed and final report was ticked. -device addendum: annex b c d g codes updated. -CAPA comment updated in eol. -narrative updated accordingly. H3 continued: evaluation summary. Name: novopen echo plus rouge. Batch number: nvgct60. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.